Manufacturer narrative:
B5 has been updated with additional information.

Event description:
Additional information received: at this time, the patient remains on support, and the pump is currently unavailable for return. The hematoma remains stable and unchanged.

Manufacturer narrative:
Section d4 primary UDI number has been updated. Section d4 serial number was corrected.

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
B5 and h6 updated.

Event description:
An impella 5.5 was inserted via the axillary artery graft site to support the 68 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage d shock. Prior to the pump placement the patient was supported by an intraaortic balloon pump (iabp), inotropes, and vasopressors. Underlying medical history was not shared. The pump was supporting when on day 2 of the support the team observed a hematoma at the access site around the sheath. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remained on for support despite the harm which was noted to have resolved. The support proceeded when after 17 days of support the team observed a placement signal low alarm. The team evaluated pump position and found it to be measuring 5.3cm and directed towards the apex. Optic sensor noted to be different (lower) than the arterial line which was triggering false alarms. No changes made to impella and support proceeded despite the false alarm. The pump continues to support now, beyond indication, at day 29. Patient has survived.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 68 year old male patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage d shock. Prior to the pump placement the patient was supported by an intraaortic balloon pump (iabp), inotropes, and vasopressors. Underlying medical history was not shared. The pump was supporting when on day 2 of the support the team observed a hematoma at the access site around the sheath. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The pump remains on for support despite the harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Hematoma/access site adverse event: due to insufficient clinical details, the cause of the hematoma/access site adverse event could not be determined. False alarm: the cause of the issue was unable to be determined due to lack of product and data logs returned.